Manufacturer narrative:
Correction: upon review, the pacemaker with manufacturer report 2017865-2025-1008093 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient's pacemaker had failed to be interrogated. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.